Manufacturer narrative:
The unit functioned properly during rewind and basic occlusion, occlusion, prime, compromised force sensor, the excessive no delivery and displacement test. There was no excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery frequently over the past few months. The blood glucose reading was not available. The caller stated that the call stemmed from a long term systemic issue. Previous calls had been made regarding the same issue, and no prime-related no delivery alarms had been observed. The customer stated that he had lost confidence in the insulin pump. Advised replacement of the insulin pump. Nothing further reported.